Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed user advisory (ua) 136(internal parameter corrupted) was confirmed during functional testing. After the platform was initialized and cleared the error message, the autopulse was able to run normally for 30 minutes . Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse platform (s/n: (b)46)) displayed user advisory (ua) 136(internal parameter corrupted) upon powering on. No patient involvement was reported .